Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, guided the customer through the process, and successfully resolved the issue without the error reappearing.